Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was reproduced. The device was found the keypad inoperable. The evaluator determined that the cause was a non-original equipment manufacturer (OEM) keypad. The device was found unserviceable due to an unauthorized repair. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.